Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a starclose se after a diagnostic cerebral angiogram procedure with a 6f sheath. Reportedly, there was resistance advancing the thumb advancer due to the sheath not splitting properly. The sheath failed to split. Prolonged manual compression was used to achieve hemostasis. Post recovery hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a starclose se after a diagnostic cerebral angiogram procedure with a 6f sheath. Reportedly, there was resistance advancing the thumb advancer due to the sheath not splitting properly. The sheath failed to split. Prolonged manual compression was used to achieve hemostasis. Post recovery hospitalization was prolonged. Subsequent to the previously filed report, the following information was received: reportedly, the safety release button was not used prior to removing the device. There was a reported clinically significant delay. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported resistance advancing the thumb advancer due to the sheath not splitting properly was confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The observed evidence of damage to the flex-guide (carving) and garage leaves indicates there was a device angle change during thumb advancer/slider stroke such that the garage leaves interacted with flex-guide and sheath. Interaction with these internal components subsequently contributed to the reported failure to split the sheath. The subsequent treatment appears to be related to procedure circumstance. It should be noted that the starclose instructions for use (IFU), states: if excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings. Slide the safety release on the device to collapse the locator wings. In this case, the device was returned with the plunger disengaged, and vessel locator wings collapsed indicating the safety release was used to remove the device. Additional information was asked if the safety release was used, and the response indicated ¿no¿. It may be possible that they meant the access ports which is another type of safety release function on the device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.